Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple occlusion alarms. Prior to contacting tandem technical support, the customer disconnected at the site and performed fill tubing following the occlusion alarms. Insulin was observed to be exiting the tubing. In addition, the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. The customer¿s blood glucose level was 120-145 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was verified. The occlusion alarm investigation could not be completed as the cartridge was not returned.